Manufacturer narrative:
G4: 12nov2020. B4: 13nov2020. The customer was provided with a quote for the repair. The customer rejected the quote and no service was performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
It was reported the device is unable to store power. Once electricity goes off, the machine goes off as well. There is no patient involvement.